Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly and bolus anomaly. The customer's blood glucose value was 366 mg/dl. The customer treated with insulin pen. The customer stated that the pump was not delivering insulin even though it said it was. The customer stated that the pump also over delivered insulin which caused high readings. The product was returned for analysis.